Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported issue is design related and a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex m150 set c, an external fluid leak was observed due to a damage of the return line luer connector. There was no patient involvement. No additional information is available.